Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 400-500s mg/dl). Pump supplies were changed multiple times and correction boluses were delivered to address bg. Contact alleged the infusion set and cartridges were the cause of the event; however, no damage was observed with the supplies. New box of cartridges/infusion sets were used. Elevated bg was resolved.